Event description:
It was reported that the patient was helping his son carry a washing machine up some steps and felt something tingling in the back of his neck and every time he turned his neck he received pain all through his body. This started monday night, 2 days prior and yesterday he thought he would just take it easy all day however the pain would not go away. He turned stimulation off however he still had severe pain. A few hours later it was reported that his ¿stim was messing up.¿ if he moved his neck he got shocked all down his body over and over again. His hands and feet were numb, starting 2 days prior, and it was hurting really bad. He could not lift his head up at all. If he looked up it was really painful and he had to keep looking down. It was noted that he turned his stimulation off and the patient programmer (pp) was showing that stimulation was off. It was reported that the device was put in to help his hand. None of his medicines worked and he could not do much. The patient was advised to contact his healthcare provider (hcp) and a manufacturing representative (rep) was going to contact the patient. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
A few months later the company representative reported that the patient was trying to lift a machine up some stairs and then started feeling tingling and pain all over. The company representativemet with the patient and did reprogramming, impedances were found to be normal. The patient was able to feel stimulation but it wasn¿t the same as they felt prior to the event.

Manufacturer narrative:
Concomitant medical products: product ID 748951, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3587a, lot# n0053069, implanted: (B)(6) 2006, product type: lead; product ID 7435, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).